Event description:
In 2006, the facility contacted baxter customer svc to report a bm14 ultrafiltration module had reached its target ultrafiltration gol 30 mins into a pt's treatment. The facility found this to only occur when a single 5 liter bag is used for fluid replacement. The device operates normally when using a 6 liter bag for fluid replacement. There was not pt injury or med intervention reported in association with this incident.